Manufacturer narrative:
H3: product analysis found that visually, the device was received in a double zip lock bag. There was no damage noted in the construction of the device. There were traces of contamination found on the cuff and a white band. The continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were, red (up to 300 ohms), red with clear tube (up to 300 ohms), blue 39 ohms), and blue with clear tube (2.6 ohms). The blue with clear tube electrode was the only electrode in specification while the rest of the electrodes were out of specification. There was an intermittent behavior during the electrical check. Functionally, the device was connected to the nim system while exposed electrode wires were submerged in a saline solution for functional test. Upon the connection, the device passed electrode check, and there was no excess noise recorded during the functional test. For further analysis, a syringe was used to inject 20cc of air into the cuff, and the cuff inflated/deflated with no issues. A review of the global complaint data showed no other complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, emg tube was connected, but it could not be used due to a connection error. The issue was occurred after intubating the patient. The procedure was completed with backup product. No injury to the patient.

Manufacturer narrative:
G4: ¿PMA / 510(k) # : device is not cleared in us. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.